Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Customer may not have been performing air removal technique properly, although unable to confirm. Reportedly, the customer resorted to manual insulin injections for insulin therapy. Customer's blood glucose level was between 100 and 300 mg/dl.